Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three piece lens, but the lens misloaded prior to insertion. There was no patient contact.

Manufacturer narrative:
Eval: results: - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.